Manufacturer narrative:
Eval summary: the lens was returned for analysis. Solution is dried on the lens. Haptic and optic damage was observed to the returned sample. The optical resolution was verified to be acceptable and the diopter was confirmed to be a 19.0 diopter lens. Results from the product history record review indicated the product met release criteria. Add'l info was provided, which indicated an approved cartridge was used with an unapproved handpiece and viscoelastic. Not enough info was provided to conduct a review on the cartridge lot. The product investigation could not identify a root cause for the damage, our observation reasonably suggest that it is not manufacturing related. Due to the condition of the returned sample, the damage is potentially related to customer handling. There have been no other complaints reported in this lot. Add'l info was requested and received. (B)(4).

Event description:
A nurse reported that following an intraocular lens (iol implant surgery) a patient reported hazy vision. The lens was exchanged. Add'l info received from the surgeon who reports the patient's hazy vision continues and is not expected to resolve. There are two medical device reports associated with this file. The is report is for the second eye. The first eye was reported under MFR report number: 1119421-2013-00537.